Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads do not stay on the toothbrush - oral-b [device breakage] , toothbrush heads are a little loose when you put them on - oral-b [device connection issue] . Case narrative: consumer via flow reported that the oral-b toothbrush heads did not stay on the oral-b genius toothbrush handle, type 3771. No injury was reported. 10-mar-2025 follow-up via e-mail: the suspect product was oral-b power oral care refills precision clean. Consumer reported that the oral-b toothbrush heads were a little loose when they put them on the oral-b toothbrush handle. They used the product to brush their teeth. No injury was reported. 11-mar-2025 follow-up via digital safety assessment survey: the consumer was a 54-year-old male. No medical professional was contacted. No injury was reported.

Manufacturer narrative:
01-jul-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush heads do not stay on the toothbrush - oral-b [device breakage] toothbrush heads [...] Are a little loose when you put them on - oral-b [device connection issue] case narrative: consumer via flow reported that the oral-b toothbrush heads did not stay on the oral-b genius toothbrush handle, type 3771. No injury was reported. 10-mar-2025 follow-up via e-mail: the suspect product was oral-b power oral care refills precision clean. Consumer reported that the oral-b toothbrush heads were a little loose when they put them on the oral-b toothbrush handle. They used the product to brush their teeth. No injury was reported. 11-mar-2025 follow-up via digital safety assessment survey: the consumer was a 54-year-old male. No medical professional was contacted. No injury was reported. 01-jul-2025 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x. The concomitant product was oral-b power oral care refills precision clean. No injury was reported.